Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. It was further described as ¿white piece from the twist clamp separated completely from the actual clamp¿. The blue pins (occluder feet) that extend down inside the twist clamp were broken. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap on the dark blue connector. A visual inspection with the naked eye and magnification observed a broken occluder feet on the light blue main body. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.